Manufacturer narrative:
The thermogard console (sn (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation. The root cause of the reported intermittent mid:11 (post nvram) error message and the date with a language change on the menu screen was due to the low voltage battery of the display head, attributed to normal wear and tear. The thermogard console was manufactured in may 2017, and it is nearing its expected serviceable life of 5 years. Likely, the battery was never replaced. The battery needs to be replaced to remedy the issue. Pending customer approval for the battery replacement at the customer site. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the device check, the customer reported that the thermogard console (sn (B)(4)) displayed a "mid:11" (post nvram) error message during power-on-self-test. In addition, the date on the screen was not current and the menu language was changed from german to english. The issues were cleared after the console reboot, however, the same issue occurred again when the console was tested later. No patient involvement.